Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had received multiple no delivery alarms from her insulin pump during normal insulin pump use and while priming. The customer's blood glucose level was 212 mg/dl. The customer declined troubleshooting and stated that an infusion set and reservoir change resolved the issue. The customer was advised a bent cannula could have been the cause of the no delivery alarms. The product is not being returned. Nothing further was reported.